Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in inhibition of pacing. The patient is pacemaker dependant.